Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that valves lv10 and lv11 were defective. The fse replaced the valves, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the red blood cell (rbc) bath of the coulter act diff 2 analyzer. The instrument was down. The volume of the leak was about 1 ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.